Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had pain at the generator site that began shortly after the device implant. It was noted that the event was possibly related to the device or therapy and possibly related to the implant procedure. Interventions taken included reprogramming and advising the patient to try different programs, suspending the therapy and advising the patient to suspend the therapy at any time if the pain became too great, and surgical interventions; a generator revision was scheduled for (B)(6) 2018. It was noted that the event resolved without sequelae on 21-jun-2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the intervention included explanting and not replacing the generator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.